Manufacturer narrative:
H3-device evaluation: returned in a micro-centrifuge vial with moisture on the lens and clear surgical residue on product. Visual inspection found haptic torn and residue on lens. (B)(4).

Manufacturer narrative:
Weight: unk. Ethnicity: unk. Race: unk. This product is not marketed in the us. Work order search: no similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 12.6mm, vticmo12.6, -12.6/2.5/068 (sphere/cylinder/axis), implantable collamer lens was implanted into the patient's right eye (od) on (B)(6) 2019. The lens was removed within the same surgery due to a lens tear/break during injection/delivery into the eye. There was no patient injury. On (B)(6) 2019 a replacement lens was implanted and it was reported that the problem was resolved. Cause of event was unknown. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.